Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an occlusion was observed from the left common femoral artery (cfa) to left superficial femoral artery (sfa). A percutaneous peripheral intervention was performed for the stenosis of the left cfa to left sfa. No additional adverse patient effects were reported.